Event description:
Info received indicates the caster tires are holding in brake, but the casters continue to swivel.

Manufacturer narrative:
The technician replaced the casters to repair the stretcher.